Manufacturer narrative:
(B)(4). This complaint for the system error 2240 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use in dwell 5 of 5. The home patient (hp) was still connected. The supply bag was empty and there was solution in heater bag only. The baxter technical service representative (tsr) asked if any bag come undone per hp no. The tsr explained the alarm and helped hp clear the alarm. The hp cycled power off and on, the hc was back to press go to start. The hp would finish with manual bag. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved, however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.